Event description:
It was reported that the patient presented with high pacing impedance on the left ventricular (lv) lead. The lv lead was fractured. The lv lead was explanted and replaced. The patient was stable.